Manufacturer narrative:
This MDR is being submitted as part of a retrospective review/remediation effort performed at the aptus sunnyvale location, following medtronic¿s acquisition of aptus endosystems. This activity is being managed through medtronic¿s aptus integration plan. Product analysis # (B)(4): the endoanchor that was reported to have been mis-deployed and snared was returned for analysis. Neither of the heli-fx appliers utilized in the case were expected or were returned for analysis. The returned endoanchor was significantly deformed and unwound. The returned endoanchor was found to have significant deformation consistent with the reported event description. The reported endoanchor deformations, fracture, and mis-deployments were likely a result of attempts to deploy into a large calcium deposit evident on the images provided rather than any deficiency in the heli-fx products. Image review: several axial CT images taken prior to the original endograft procedure were provided by the physician. The images indicate a large area of significant calcification existed on the anterior wall of the aorta in the location where endoanchoring was occurring.

Event description:
The case was a revision of another manufacturer's bifurcated main body and proximal cuff with a leak. Immediately prior to the case, a CT scan was seen but all that could be identified was the previously placed graft. During the case, calcium could be seen along the anterior wall on some of the fluoro images. A 22mm heli-fx guide was being utilized to deploy endoanchors in the 26mm proximal cuff deployed in a 21mm aneurysm neck. During deployment of the endoanchors within this case, stage 1 penetration could not be visually confirmed although the physician believed he had appropriate penetration based on the tactile response. For the first 4 endoanchors, when the heli-fx applier was advanced to stage 2 deployment, the endoanchors encountered significant resistance. Of the 4 that were attempted to be deployed into this same location: 2 unwound, 1 unwound and broke, 1 was mis-deployed. Half of the endoanchor that broke remained inside the heli-fx applier while the other half was fully engaged with the graft material/vessel wall. The two that unwound remained intact and were secure in the location that they had been deployed. The mis-deployed endoanchor was snared out without any patient complications. During the case, a replacement heli-fx applier was opened and the heli-fx guide was re-positioned and 4 additional endoanchors were deployed without resistance. The leak was resolved and case was completed successfully. No clinical sequelae were reported and the patient is fine.